Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 202 mg/dl during the phone call. The customer stated that she was nauseous and vomiting when admitted. Troubleshooting was performed and the insulin pump was programmed correctly. Some alarms were found in the alarm history. The insulin pump also passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.